Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted during testing. Unit had cracked case at display window corner, minor scratched window, cracked reservoir tube lip and cracked reservoir tube window.